Event description:
It was reported that the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary(B) (4) no anomalies found.

Event description:
It was reported that the rv lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was reported during the implant procedure the lv lead was unable to be positioned. The lead was not implanted. No patient complications have been reported as a result of this event.